Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-001842761.

Event description:
It was reported the transfer set leaked after becoming disconnected from the patient line of the automated peritoneal dialysis (pd) set with cassette. It was unknown what step of peritoneal dialysis (pd) the disconnection and leak occurred. It is unknown how the hp completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report two of two.